Manufacturer narrative:
The customer was sent a replacement pump. In follow up with a medela clinician on (B)(6) 2016, the customer stated that she was diagnosed mastitis on (B)(6) 2016, and was prescribed an antibiotic, cephelexon 500mg. On (B)(6) 2016, the customer stated that she has finished her antibiotic and was inquiring on how to build her supply back up. The product was received on 10/20/2016. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, the her pump in style advanced had low suction and she was now engorged.

Manufacturer narrative:
The device was returned with only the tubing, so it was evaluated with a medela lab kit on 05/08/2019, and it passed suction and cycle specifications. Refer to attached product evaluation. The customer's report of low suction could not be confirmed. (B)(4).